Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a "revision suboccipital craniectomy, c1-c2 laminectomies decompression" procedure, the patient slipped while pinned in the mayfield modified skull clamp (a1059). This resulted in a 3-4 inch laceration on the patient's scalp necessitating sutures for repair. Patient status is reported as "healing". There was no surgical delay.